Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as the flu however, this could not be medically confirmed, therefore, the cause of the event was assessed as unknown. The event was manifested by diarrhea. On the same day as the event onset, the patient was hospitalized for peritonitis. Five days after the event onset, the patient started treatment with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis therapy. At the time of this report, the patient remains hospitalized, antibiotics are continuing, and the patient has not recovered (also reported as not doing too well. No additional information is available.